Event description:
As staff was tunneling the catheter into the pt, the tip broke off the end of the catheter. Investigation revealed the tip was completely missing. We will assume the catheter tip embolized in the pt based on the event description and returned sample condition. It is unk if catheter tip was removed from the pt.

Manufacturer narrative:
The complaint of a broken catheter tip was confirmed, and the cause appeared to be use related. The product returned for eval was a 13.5fr hickman dialysis catheter. The catheter cuff appeared clean and unused. The stepped region of the distal tip of the catheter had been detached and was not returned for eval. The catheter shaft (measured from the edge of the bifurcation to the fracture end) was 15.3" in length. The fracture surface of the damage site was dull and granular. Two semi-circular features were found along the fracture path (believed to be remnants of the inlet holes for the venous lumen). Tactile eval showed some tensile weakness at the fracture site. The observed damage was characteristic of tunneling damage. The IFU advises, "attach the longest lumen tip onto the tunneler barb with a twisting motion", and "caution: the catheter must not be forced." A lot history review (lhr) of rewf0347 showed no other similar product complaint(s) from this lot number.